Event description:
Consumer had an adverse reaction after receiving the 3rd injection in a series of 3 (one per week) of synvisc. Injections were received in her physician's (dr (B)(6)) office. Her reaction consisted of swelling of the leg, flushing of the face and ankle and she wept for an entire week (mood swings). Because dr. (B)(6) was not available, she had to go to her internist, who prescribed some cortisone. She is better know, but is still not completely healed. (B)(6) (cso-hou rp) is sending a med watch to dr. (B)(6) office. Health provider name: (B)(6). There are no follow up operations related to this complaint.